Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: kobayashi, n., hirano, k., yamawaki, m., araki, m., sakai, t., sakamoto, y., ito, y. (2019). Clinical impact and predictors of the slow-flow phenomenon after endovascular treatment of infrapopliteal lesions using the crosser catheter in patients with critical limb ischemia. Journal of vascular and interventional radiology. Doi: 10.1016/j.jvir.2019.05.034.

Event description:
It was reported in an article from the journal of vascular and interventional radiology (jvir) titled " clinical impact and predictors of the slow-flow phenomenon after endovascular treatment of infrapopliteal lesions using the crosser catheter in patients with critical limb ischemia " that 24% of lesions in limbs developed slow flow, which was successfully treated with injection of nitroglycerin or nicorandil and prolonged balloon dilation to improve slow flow in 8 lesions, however, failed in 29 lesions. The wound healing rate at 1 year was significantly poorer in critical limb ischemia (cli) patients with a slow flow. Of the limbs that achieved wound healing, 14 (37.8%) required minor amputation. The rate of major amputation at 1 year was 7.1% (5 limbs) and tended to be higher in patients with slow flow than in those without slow flow.